Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopically assisted gastric by-pass. According to the reporter: after the procedure, the surgeon did a blue dye test and found no intra-operative leaks. Post operatively, a leak occurred at the gastrojejunostomy. Pt will undergo a re-operation this afternoon.